Event description:
It was reported that the patient expired and an injury was made as to whether the patient programmer could be donated. Cause of death is unknown and is being requested at this time.